Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 05/08/2023 : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. The device was returned to a manufacturer service center. During the evaluation of the device at manufacturer service center, the device was visually inspected and visible foam particles were not observed. The device's event log was reviewed by the service center and no error code found. Additionally, the patient¿s complaint was not confirmed. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.